Manufacturer narrative:
It is reported that death event is associated to stent thrombosis. Investigator assessed event is not related to the device but causally related to the antiplatelet medications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Ae term change to sub acute thrombosis of stent. Cause of death is cardiac arrest and with underlying cause of acute mi and cad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated death as cardiac death of unknown cause, suspected stent thrombosis. Cec also adjudicated the mi as no event. Cec adjudicated the stent thrombosis as subacute st arc probable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the lad. Approx 1 month post index procedure the patient died. Safety assessed the event as possibly related to the index device or anti-platelet medication.